Manufacturer narrative:
Reporter phone #: (B)(6).

Event description:
This report is based on information provided by philips failure analysis engineer (fae) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the som pca (system on module printed circuit assembly) board failed to boot up. The som pca was replaced to resolve the issue and the device was returned to service. The defective dfm100 som pca assy, part number: 45356448905, and serial number: (B)(6) was returned to philips for failure analysis. A visual inspection of the som pca was performed for signs of wear, damage, corrosion, or missing components, and no anomalies were found. A functional test was then performed where the som pca was placed on the test fixture, and the fixture was turned on with the therapy knob set to monitor. The unit powered up to a splash screen boot loop. This is an indication of a defective som pca. The som pca failed to boot up, the alleged failure was recreated during failure analysis. The defective part has been archived. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective som pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.